Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) trial. It was reported that post percutaneous coronary intervention (pci), death occurred. In (B)(6) 2010, the patient presented with mid sternal chest pressure with exertion. The patient was diagnosed with stable angina and cardiac catheterization was recommended. In (B)(6) 2010, pci was performed. Target lesion #1 was located in the ramus artery with 80% in-stent restenosis within an unknown historical stent and was 22 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with direct stent placement using a 24mm x 3.00mm taxus liberté stent with less than 10% residual stenosis. The patient was discharged after one day on aspirin and prasugrel. In (B)(6) 2013, the patient presented with leg pain, tremors, shakiness, rolling of the eyes and irregular heartbeat. The patient was diagnosed with end stage congestive heart failure and was hospitalized on the same day. At the time of the event, the patient was only on aspirin. The study drug was never taken during the study and other antiplatelet medication was last taken on (B)(6) 2012. The patient was on peritoneal dialysis. Electrocardiogram was performed at the time of admission revealed atrial fibrillation with rapid ventricular response. Venous doppler ultrasound performed for leg pain revealed normal doppler venous flow and compressibility of the common femoral superficial femoral and popliteal veins. There was no evidence of intraluminal echogenic material to suggest deep vein thrombosis. During the course of the hospitalization, the patient¿s blood pressure continued to get worse and became critically low.: on consultation with the patient¿s wife, the patient was made dnr and it was decided to give comfort care and transfer the patient to hospice. However, before the transfer to hospice care, the patient was found to have no apical heart rate, no spontaneous respirations, no blood pressure, pupils were fixed and nonreactive to light bilaterally and the patient was pronounced dead. Autopsy was not performed.